Event description:
It was reported by service report that trend motion was reversed when pressing button and bed loses ability to level out.

Manufacturer narrative:
Result - lift cable connectors plugged in backwards on cpu board.